Event description:
It was reported that the patient required a revision surgery following a tar implanted with psr in (B)(6) 2025. Imaging revealed that the tibial implant had subsided and that cystic formations were present in the distal tibia surrounding stem fixation.

Manufacturer narrative:
Analysis of production records reveals no abnormalities in the manufacturing or design of the device in question. The information provided by the reporter, including patient imaging, was reviewed. The development of cysts affecting fixation in the distal tibia is the most likely cause of the implant loosening, as they were not present in the scans used for design of the psi.